Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). The case at hand is a split case. The liner case was reported by zimmer inc., (B)(4), USA (zimmer's reference number (B)(4), MFR report number 1822565-2016-00305).

Event description:
It was reported that the patient was implanted a biolox option, head, m, 32/0, taper 12/14 on (B)(6) 2015. The patient is being monitored due to dislocation of the liner, sore and weak hip.

Manufacturer narrative:
The results of the evaluation of the case has been made available. The device history record were reviewed and found to be conforming. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Event summary: it was reported that patient was implanted a biolox head on (B)(6) 2015 and is being monitored due to dislocation of the liner, sore and weak hip. Patient stated that works at a desk, is a regular walker, light hiker and swimmer. Currently the patient has only highly restricted movement. Review of x-rays and reports: x-rays dated (B)(6) 2011: the 2 x-rays in ap view of the patient hip. It was assumed that one x-ray was taken intraoperatively (during left tha as the trial components were visible). The second picture presented the post-operative situation. No conspicuousness found. The products were not related to the reported event (right side). X-rays dated (B)(6) 2012: the 2 x-rays in ap view of the patient hip. And one lateral view of the right hip. Respect to previous x-rays, it seemed that patient right hip developed some osteoarthritis (joint narrowed in the proximal part of the joint). Potential radiolucency observed in the left proximal stem, on the side of the larger trochanter. No other conspicuousness found. X-rays dated (B)(6) 2012: the 2 intraoperative x-rays were taken during tha. The trial components were visible in one of the x-ray. The definitive implants appeared in the second image. The stem seemed to be placed in a good position. Inclination angle of the cup seemed to be around 40 degrees. Cup was securely fixed with one bone screw. No other conspicuousness found. X-rays dated (B)(6) 2012: the x-ray presented similar situation as the x-rays taken on (B)(6) 2012. The lateral views showed that the fixation of the cup was done with the help of 2 bone screws. No other conspicuousness found. X-rays dated (B)(6) 2013: one slight ¿transparent¿ spot was visible between the head and the cup. It was unknown if it was due to the radio-transparency of the liner or to the disassociation of the liner from the cup. No other conspicuousness found. Potential radiolucency observed in the right proximal stem, on the side of the larger trochanter (similar to the one observed in the left side). The lateral views seemed to confirm the radiolucency. X-rays dated (B)(6) 2015: similar situation as in the previous x-rays. No other conspicuousness found. X-rays dated (B)(6) 2015: ap view of the bilateral tha. The right cup and stem were not revised (confirms what appeared in the revision report). Not observation can be done on the liner and head since were covered by cup on ap-view. No other conspicuousness found. Revision report dated (B)(6) 2015: patient underwent a right tha arthroplasty due to crevice corrosion, polyethylene wear and osteolysis into proximal femur. High cocr level in serum was detected. Intraoperatively, avascular fibrotic tissue found. Fretting corrosion was observed on the head cone when it was removed from the stem. Stem and cup found to be well fixed and were not revised. Only head and inlay revised. No other conspicuousness found. Medical check ups: medical check-up 12 days after revision, dated (B)(6) 2015 it stated that the pain was manageable, patient follows post-op treatments. No other relevant information found. Medical check-up 1 month after revision, dated (B)(6) 2015: it was stated that the patient was satisfied with progress. No other conspicuousness medical check-up 2 months after revision, dated (B)(6) 2016: it was stated that the pain was manageable, the document stated of "recent dislocation" but no further details were available. Medical check-up 3 months after revision, dated (B)(6) 2016: the patient reported soreness and weakness in hip. Pre-operative history dated (B)(6) 2015: patient received tha onto right hip due to osteoarthritis; presented degenerative joint disease and chicken pox. It stated that the patient suffered of pain in right hip; bilateral patient (operated at the other hip in 2011/2012) revision was planned due to mechanical complication lab test: dated (B)(6) 2015:the chromium level in joint fluid found to be above 1000 ug/l. Cobalt level found to be 1432.2 ug/l. Devices analysis: no product was returned to zimmer biomet for in-depth analysis it was possible that due to long patient history, the joint laxity led ( as reported, patient was feeling soreness and weakness in hip) to an unexpected dislocation. Moreover, it was reported that it was the liner which was disassociating from the cup and not the head. The head was with high probability not the cause of the event. However, no follow-up x-rays were available after the date of implantation. Therefore, an exact root cause could not be determined. 1st revision ((B)(6) 2015) was reported under (B)(4) - zimmer inc. (B)(4) product this is a split case with zimmer inc. (B)(4). Case reported under (B)(4) for the dislocation of the liner. Zimmer (B)(4) consider this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2016 - 00796 for the event description, but the patient now is pursuing a legal claim.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event description: it was reported that patient was implanted with a biolox head on (B)(6) 2015 and is being monitored due to dislocation of the liner, sore and weak hip. Patient states: I work at a desk, though am a regular walker, light hiker and swimmer. Once an avid skier, I have not skied since the first hip replacement in 2011. Currently I am only highly restricted movement. Defect codes: [#ch.07.30]. Review of received data: x-rays dated (B)(6) 2011: 2 x-rays in ap view of the patient hip. We can assume that one x-rays was taken intraoperatively during a left tha since trial components are visible. The second picture instead shows the post-operative situation. No conspicuousness found. The products are not related to the reported event (right side). X-rays dated (B)(6) 2012: 2 x-rays in ap vie of the patient hip. And one lateral view of the right hip. Respect to previous x-rays, it seems that patient right hip has developed some osteoarthritis (joint narrowed in the proximal part of the joint). Potential radiolucency observed in the left proximal stem, on the side of the larger trochanter. No other conspicuousness found. X-rays dated (B)(6) 2012: 2 intraoperative x-rays were taken during tha. On one picture the trial components are still visible. The second image shows the definitive implants. The stem seems to be placed in a good positon. Inclination angle of the cup seems to be around 40 degrees. Cup is securely fixed with one bone screw. No other conspicuousness found. X-rays dated (B)(6) 2012: similar situation to the x-rays taken on (B)(6) 2012. Here the lateral views showed that the patient cup was fixed with the help of 2 bone screws. No other conspicuousness found. X-rays dated (B)(6) 2013: one slight transparent spot is visible between the head and the cup. It is unknown if is due to the radio-transparency of the liner or is due to disassociation of the liner from the cup. No other conspicuousness found. Potential radiolucency observed in the right proximal stem, on the side of the larger trochanter (similar to the one observed in the left side). The lateral views seems to confirm the radiolucency. X-rays dated (B)(6) 2015: similar situation as in the previous x-rays. No other conspicuousness found. X-rays dated (B)(6) 2015: ap view of the bilateral tha. The right cup and stem were not revised (confirms what found in the reivsion report). Not observation can be done on liner and head since are covered by cup on ap-view. No other conspicuousness found. Revision report dated (B)(6) 2015: patient underwent to right tha arthroplasty due to crevice corrosion, polyethylene wear and osteolysis into proximal femur. High cocr level in serum detected. Intraoperatively, avascular fibrotic tissue found. Fretting corrosion observed on the head cone when was removed from the stem. Stem and cup found to be well fixed and were not revised. Only head and inlay revised. No other conspicuousness found. Medical check-up 12 days after revision, dated (B)(6) 2015: pain is manageable, patient follows post-op treatments. No other relevant information found. Medical check-up 1 month after revision, dated (B)(6) 2015: patient happy with progress. No other conspicuousness. Medical check-up 2 months after revision, dated (B)(6) 2016: pain is manageable, the document states of recent dislocation but no further details are available. Medical check-up 3 months after revision, dated (B)(6) 2016: patient reports hip is sore and weak. Pre-operative history dated nov 12, 2015: receive tha onto right hip due to osteoarthritis; degenerative joint disease; chicken pox; patient suffer pain into right hip; bilateral patient (operated at the other hip in 2011/2012) revision is planed due to mechanical complication. Lab test dated (B)(6) 2015: chrominum level in joint fluid found to be above 1000 ug/l. Cobalt level found to be 1432.2 ug/l. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using sap dfmea dislocation (short-term manifestation of harm) due to user error - joint laxity => possible: since patient history shows that was revised it could be that was suffering of joint laxity dislocation (short-term manifestation of harm) due to joint laxity due to limited head offset options => possible: since patient history shows that was revised it could be that was suffering of joint laxity dislocation (short-term manifestation of harm) due to no or inadequate labeling - surgeon selects incorrect head offset => not possible: product were found to be compatible. Conclusion: it is possible that due to long patient history, the joint laxity led ( as reported, patient was feeling sore and weak hip) to an unxpected dislocation. Moreover, it is reported that it was the liner which was disassociating from the cup and not hte head. The head is with high probability not the cause of the event. However, no follow-up x-rays are available after the date of implantation. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).